Event description:
Literature was reviewed regarding a comparison of visualization technology used to assess patient anatomic fit for transcatheter pul monary valve replacement. The study population included 36 patients with a mean age of 32 years old. The vast majority of patients in the study population were implanted with a medtronic harmony pulmonary bioprosthetic valve; a few patients received a non-medtronic valve or underwent surgical repair. Among all patients, clinical observations included valve oversizing. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: zsofia b. Long, et al. Comparison between gated cardiac magnetic resonance angiography and computed tomography angiography for harmony valve anatomic fit analysis. Catheterization and cardiovascular interventions may 20. 2025. 10.1002/ccd.31594. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.